Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported there was an improvement in r waves on the post procedure check up.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was difficulty placing the right ventricular (rv) lead and the lead came loose after being attached. The lead was reattached. It was also reported the rv lead exhibited low r-waves at implant and sensing was still small the following day. The lead remains in use. No patient complications have been reported as a result of this event.